Manufacturer narrative:
Continuation of d10: product ID dvea3e4 ((B)(6)); product type: 0235-ICD; implant date (B)(6) 2024; explant date (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that around five weeks post implant, the extravascular implantable cardioverter defibrillator (ev-ICD) system was explanted for unknown reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that at the explant procedure the patient noted that since explant they experienced difficulties with numbing, tingling, extreme pain, and discomfort from his abdominal and left thoracic incision sites. They stated that lifting their arms caused shooting, numbing, and tingling discomfort which inhibited their activities of daily living. The extravascular implantable cardioverter defibrillator (ev-ICD) system was replaced with a transvenous system. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that at the explant procedure the patient noted that since implant they experienced difficulties with numbing, tingling, extreme pain, and discomfort from his abdominal and left thoracic incision sites. They stated that lifting their arms caused shooting, numbing, and tingling discomfort which inhibited their activities of daily living. The extravascular implantable cardioverter defibrillator (ev-ICD) system was replaced with a transvenous system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction b5: "since implant" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.